Event description:
It was reported that the device was removed because of abnormal battery depletion. Further info was requested.

Manufacturer narrative:
(B) (4): analysis results were not available at the time of this report. A f/u will be sent when the analysis is completed.